Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 45-year-old male with no significant past medical history presented with worsening shortness of breath, chest pressure, and fatigue several days after returning from international travel. He was initially evaluated at an urgent care center and diagnosed with pneumonia. Due to worsening symptoms, he presented to a local emergency department, where he was found to be hypoxemic with st-segment elevations and was transferred for suspected stemi. Upon arrival to the coronary care unit, the patient developed ventricular tachycardia requiring multiple cardioversions and endotracheal intubation for worsening hypoxia. Due to progressive hemodynamic instability, emergent va-ECMO was initiated at the bedside approximately 15 minutes after ccu arrival. After stabilization on ECMO, the patient was transported to the catheterization laboratory, where an impella cp device was inserted via the left common femoral artery for left ventricular unloading. Coronary angiography demonstrated clean coronary arteries. The impella cp was functioning at performance level p7. After returning to the cardiothoracic ICU on combined ECMO and impella support (ecpella), the patient developed recurrent ventricular tachycardia and ventricular fibrillation refractory to multiple cardioversion attempts. A repeat shock evaluation was performed, and the clinical team determined that escalation of support was required. The patient was taken to the operating room, where centrimag support was initiated. The impella cp device was removed during this procedure. Vascular surgery assisted with ECMO decannulation and surgical closure. No impella device alarms or malfunctions were reported during use. The device was removed intact. At the time of reporting, the patient remained on centrimag support.